Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that device being removed because their device was turning on/off. Pt then said that their device they have now turns on and off on it's own when they go inside (B)(4). No further complications were reported.